Event description:
It was reported that the patient presented remotely for follow up. Wireless communication issue was noted between the pacemaker and the transmitter. The patient then presented in clinic and it was found that the pacemaker was unable to be interrogated. The pacemaker was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range of operation. The hybrid circuitry was tested, and the results indicated normal current drain. The cause of reported event was isolated to the failure event observed during analysis. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.